Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported impacted to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions and declined providing any additional information regarding this event.